Event description:
It was reported that, "the patient underwent a total left knee replacement on (B) (6) 2004 at (B) (6) hospital. It was further reported that "gradually the pain came on and continued to worsen. Ultimately, resulting in a revision on (B) (6) 2009. It is further alleged that, "an x-ray of the knee in (B) (6) 2009 showed fracture of the femoral component.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information in available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.